Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer did not specify if a detergent is used during the pre-cleaning process. The customer did not specify the manual cleaning process performed at the facility. The customer also, did not specify if an automated endoscope reprocessor (aer) treatment, is performed at the facility. Olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation, it was uncovered that the air and water cylinder was scratched. Additionally, it was observed that the biopsy channel showed wear and tear. As a result for preventative maintenance reasons this channel was replaced. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Manually cleaning the endoscope and accessories/brush the channels be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 6 colony forming units (cfus) of unspecified aerobic mesophilic flora and 4 cfus of unspecified mold. During the second sampling, the scope tested positive for 8 cfus of unspecified aerobic mesophilic flora and < 1 cfus of unspecified microorganisms. The issue was found at reprocessing, during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party culture test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility; however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.